Event description:
Device malfunction: stent dislodged. Time of device malfunction: during preparation. Symptoms/ae: none. It was reported that the during preparation for an interventional stenting procedure, the absolute stent became dislodged from the delivery system (sds). There was no patient involvement. A second non-abbott stent was used to perform the procedure. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not completed.